Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Multiple attempts have been made to obtain the indication for the pacemaker implant with no response. A supplemental report will be filed upon completion of medtronic investigation, or if additional information is received. (B)(4).

Event description:
Medtronic received information that two days post-implant of this bioprosthetic valve, a permanent pacemaker was implanted. The indication for the pacemaker was not provided. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.